Event description:
The patient reported experiencing low blood glucose on (B) (6) 2010. He stated that at 5:00pm, his blood glucose measured 180 mg/dl and at 8:00pm an e4 (occlusion) error was displayed on the infusion device. He changed the infusion set and attempted to prime and to bolus and e4 was displayed each time and then an e10 (cartridge) error and an a2 (battery low) alert were displayed. The patient changed the insulin cartridge and attempted to retract the piston rod but he stated the piston rod went back and forth continuously. He began to feel weak and his blood glucose measured 37 mg/dl. He believes the infusion device delivered an unintended bolus. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.